Event description:
Material #: 515070 batch#: 2405506. It was reported by customer that optima connector disconnected from infusion set. Patient called nurse stating, "my chemo got disconnected". Nurse went to patients' room and observed that the luer lock to chemotherapy line had disconnected from primary line. No apparent spills noted. Patient reported he immediately called on room phone while kinking chemo IV line to prevent spill. Complaint received via email(s) attached. Optima connector disconnected from infusion set. Patient called nurse stating, "my chemo got disconnected". Nurse went to patients' room and observed that the luer lock to chemotherapy line had disconnected from primary line. No apparent spills noted. Patient reported he immediately called on room phone while kinking chemo IV line to prevent spill.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 2405506, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process, including testing to verify all critical dimensions are within specification such as the luer threading. Results were reviewed for the reported lot and no issues were identified. Three retained samples from lot 2405506 were used for additional evaluation. All product was inspected, no damage was observed on the product and all luer dimensions were verified to be within the required specifications. Based on the available information we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.